Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, data review in this sicd (subcutaneous implantable defibrillator) device history, noted a non persistent ventricular tachycardia (vt) unrecognized by the device. The patient claimed to have experienced several episodes of tachycardia, with no device response and at times, syncope would occur. Device history was suggestive of multiple non-sustained vt episodes. The patient was seen the following day for a more extensive exam and defibrillation testing (dft). All three vectors appeared suitable and fluoroscopy was showing an acceptable device and electrode position. Dft testing was initiated at which time system undersensing was again noted: external defibrillation was required after 14 seconds of inducted vt. The physician elected to explant the sicd system in favor of a transvenous ICD system. Both the device and electrode are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies; seal plug intact and setscrews operated normally. The connector blocks were in alignment and the springs visible within the channels. The device was able to be interrogated and a memory download was performed successfully. A review of the device memory noted no resets, errors, or fault codes. Two recorded episodes within device memory were noted and reviewed. Episode one, occurred the day post implant and was correctly untreated. Episode two, timestamped one day later and resulted correctly, in a system shock. Laboratory technicians then tested system sensing. The device was programmed to each of it's three sensing vectors (primary, alternate and secondary) and analyzed for sensing capabilities. All vectors exhibited normal sensing operations. The device was then exposed to simulated heart load conditions, and the defibrillation function tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The unit has been archived as meeting specifications.